Event description:
It was reported that during an internal mammary embolization treatment, an embolization coil implant detached unexpectedly during placement in the treatment site. The detached implant was partially within the coil mass, so it was attempted to push the detached coil into the coil mass. This was unsuccessful, and so a snare was utilized to removed the implant. The case was concluded with no patient injury. A follow up x ray revealed all implants were within the treatment site.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer, but has not yet been returned. When it is received, an investigation will be performed and a supplemental report submitted. The instructions for use (IFU) identifies premature coil separation as a potential complication associated with use of the device.

Manufacturer narrative:
Items returned for evaluation: -pusher -implant items not returned for evaluation: -introducer -dispenser hoop -shrink lock -microcatheter -v-grip the visual analysis of the returned items found the pusher returned with no implant attached (img a), pusher kinked at multiple locations, and proximal connector kinked. The implant was returned severely stretched, tangled, and separated from the pusher. Investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break.

Event description:
See h10.